Event description:
It was reported that the table locks did not actuate when the foot pedal was released, causing the tabletop to unexpectedly move without resistance in both longitudinal and lateral directions (free float). There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found the opto-coupler flag was misaligned, simulating a float command that disengages the locks even after the pedal is released. The fe readjusted the opto-coupler flag and verified that the table was operating properly.